Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The pump has reportedly lost power multiple times without alarming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4)/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results : power on resets were observed in the black box. The battery compartment has a crack extending from the threads to the case seal. The battery cap was not returned with the pump. A new test cap was able to carefully attach to the pump. The pump was exercised for 24 hours on a 1 unit per hour basal program, no power interruptions occurred during this time period. The black box indicates a time and date reset in within 11 minutes of powering off the pump. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking.